Event description:
Device returned for service, during service, the technician found out that the motor did not work properly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the motor did not work properly because the blades were damaged due to excessive inappropriate handling. The evaluation also found the hose inflates itself, the tool locking worn out and the elbow piece leaks. The device was repaired by replacing several components.